Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient hasn't been able to charge his implantable neurostimulator (ins) for 30 days, and since last week the patient programmer was showing the ins was off/ok; the patient confirmed he is now able to charge. With instruction, the patient was able to turn stimulation back on, and the patient confirmed that stimulation was on and ok; the issue was resolved. No symptoms were reported. Please see report number 3004209178-2016-19820.

Manufacturer narrative:
Upon further review, it was determined that device code (B)(4) does not apply. Review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.